Event description:
Philips received a complaint on the v60 device reported by the customer stating that the backlight is dim, display is difficult to see. There was no patient involvement. The remote service engineer (rse) advised to replace the user interface (ui) assembly, with navigation-ring, v60 and provided parts ID to resolve the reported problem.

Manufacturer narrative:
Per gfe response, it was confirmed that the ui assembly, w/nav-ring, gray, v60 was ordered to repair the unit. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly, w/nav-ring, gray, v60 board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.